Event description:
Database reported that surgery was required to repair broken i.m. Nail and series IV step screw. X-rays do not show clearly broken nail, broken screws observed and a prominent non-union. No indication of product defect.